Event description:
The manufacturer received a voluntary medwatch (mw5105505) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to have asthma and pancreatic cancer. Additional information was received from the customer stating that the patient had passed away from pancreatic cancer (in 2021). These event were assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, follow-up report will be filed. Section h6 health effect- clinical code, health effect- impact code, type of investigation, investigation findings and investigation conclusions have been updated in this report.